Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter was intermittently not reading respiration and does not always read the correct values. The simulator is set for 30, and it would read 0 sometimes and varying numbers at other times. This was found at set-up and was not being used with the central nurses station which is typically a concomitant medical device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter was intermittently not reading respiration and does not always read the correct values. The simulator is set for 30, and it would read 0 sometimes and varying numbers at other times. This was found at set-up and was not being used with the central nurses station which is typically a concomitant medical device. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter was intermittently not reading respiration and did not always read the correct values. The simulator was set for 30, and it would read 0 sometimes and varying values at other times. No patient harm or injury was reported. Investigation summary: the device was sent in for an exchange, but no evaluation was performed. With the information available, a root cause cannot be determined. Possible causes for the reported issue are incorrect settings, poor lead connections, lead wires coming off, lead misplacement, lead damage, or user error.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter was intermittently not reading respiration and did not always read the correct values. No patient harm was reported.